Event description:
Leakage was noted in drain line of integrated homechoice set during initial drain of apd treatment on the homechoice machine. Fluid was noted on floor and then family member discovered fluid was leaking from the effluent sample tubing connection to drain line of the set. Treatment was then discontinued and new supplies set up to complete therapy. Pt's family member reports no pt injury or medical intervention as a result of incident.